Event description:
Customer reported that the ortho star combo processed two plates with the same plate barcode ID. The data was sent to the laboratory lis and the instrument prompted the user with an error message saying that the plate barcode was already used. The operator was provided and selected an option to overwrite the results leading to a potential false negative result. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The problem was identified in the lis interpretation program (aurora gold). The customer printed new plate barcodes and two of those barcodes had been previously used. The ortho star combo processed the plates and sent the results to aurora. The operator was provided and selected an option to overwrite the results leading to the error. The laboratory specialist (ls) re-configured the interpretation software to reject, by default, the results of a plate with a repeated barcode so that this problem would not occur again. Ls tested instrument with controls and samples and the equipment was working properly.